Event description:
Covidien cadence defib pads are not adhering as expected. Example 1: defib pads were placed at about 11am during a code; at 1:45pm posterior pad was found buckled and rolled up on patient's back. Pads had to be replaced prior to needed cardioversion.several episodes reported of similar event:event #2: pads were placed for monitoring and potential need for pacing for pt in complete heart block. A few hours later the edges of the pads were noted rolling off both the anterior and posterior pads; original pads were replaced with new pads. We routinely change pads at 24 hours. At 24 hours, the edges of these pads were again rolling off. The problem appears to be that the outer white adhesive of the pad is not adhering well to the skin.health professional's impression: pad edges are not adherent enough.